Event description:
It was later reported that patient had lead revision surgery which resolved the high impedance. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
It was later reported that the lead was not explanted. The field report of lead revision was inaccurate. Pin re-insertion surgery was performed which resolved the high impedance event. Device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known.

Manufacturer narrative:
B2: report source; corrected data; follow-up 02 report inadvertently omitted information prior to submission. B5: operator of device; corrected data; follow-up 02 report inadvertently noted incorrect information.

Event description:
Additional impedance values were received showing that device was within normal limits after pin re-insertion. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that following a fall from a ladder, patient was seen with high lead impedance. The device was disabled, xrays were ordered, and patient was referred to neurosurgeon. It was later reported that patient was seen with normal impedance prior to the fall (unknown date and impedance value). Xrays were performed and no rupture was found, and no surgical intervention has yet been planned. Device history records were reviewed. The lead passed all functional and quality testing prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.